Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the lunch meal, the customer delivered an extended bolus, which had completed delivery 30 minutes prior to the call. However, the customer's blood glucose level was still elevated at 261 mg/dl, per continuous glucose monitor (cgm) reading. Reportedly, the elevated bg level could be due to gastrointestinal slowing. The customer decided to monitor bg levels and did not deliver any additional insulin, as the extended bolus delivered earlier was still active in the customer's body.